Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was also performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of a homechoice cassette and solution bag; further described as "dialysate flows from the connection between the dialysate and the cassette." This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.